Manufacturer narrative:
Three attempts were performed to obtain additional information, but the customer decided not to provide answers for the requested information due to the age of the event. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the oxidized scope connector/jacket and missing connector/contact pins could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to the scope connector being oxidized with poor contact and connector pins were missing. Additional issues were identified during the device evaluation, including the use of a non-olympus lamp for more than 500 hours and the presence of dust in the device and fans. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported that during an unknown procedure, the evis exera iii xenon light source displayed no image on the screen. There was only a black screen and dots in the image with error code b30 (scope communication error message). There were no reports of patient harm associated with this event.